Manufacturer narrative:
His supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established; however, it is likely that the following led to the inside tip beak being scraped: - based on the damage pattern described, it is assumed that the damage was mechanically induced. - the reported fault description is most likely due to the effect of a large mechanical force caused by an impact or fall. - a discolored seal ring is a defective seal ring due to the age of the item, signs of wear, frequent use and lack of maintenance, poor reconditioning (cds). A defective seal ring is very likely to lead to leaks on the inner shaft. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the inner sheath, for 26 fr. Outer sheath exhibited the inside tip beak scraped. There were no reports of patient involvement.